Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that approximately three months post implant, the patient with this device developed a pocket infection. A revision procedure was performed, this device was removed. A replacement procedure wil be performed when the infection has healed. No further patient symptoms were reported.